Event description:
Clinical report states patient subluxed her hip when bending over. Update: (B)(6) 2012 litigation papers allege the patient has excessive levels of chromium and cobalt and it is believed that some components are becoming loose. Update: (B)(6) 2012-sales rep reported revision surgery due to osteolysis. Update: (B)(6) 2013-records received. Records indicated patient was revised due to osteolysis, brownish synovial fluid within joint, pseudotumor, and trochanter fracture. There was also corrosion noted on the taper on the trunnion and within the taper of the head. The stem and sleeve were added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.